Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17930590 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 13mm x 10cm iliac limb incraft device was ready to be released after the implantation of 30mm aortic bifurcate incraft device and 10mm x 14cm iliac limb incraft device; the patient had sudden atrial fibrillation and ruptured the aneurysm. The recue was ineffective and the patient died. The patient's admitting diagnosis was aaa. Vessel characteristics are as follows: infrarenal, true aneurysm size 80~90mm in the lower segment of the aaa. The patients neck characteristics were 60 degrees angulation, 23-25mm in diameter and 40mm in length. The access site was bilateral femoral arteries. There was no presence of thrombosis in aortic landing zone, iliac artery landing zone nor in the supra-renal zone. The was the physician and technicians first time using this device. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified to be tight prior to use. There was no difficulty encountered flushing the guidewire lumen, nor the prosthesis lumen. Additional procedural details/films/most mortem examination results were requested but are unavailable. The devices will not be returned for evaluation as the two devices were implanted.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2 and h6. This is one of three products involved with the reported event and the associated manufacturer report numbers are 9616099-2020-04149 and 9616099-2020-04148. When the 13mm x 10cm iliac limb incraft device was ready to be released after the implantation of 30mm aortic bifurcate incraft device and 10mm x 14cm iliac limb incraft device; the patient had sudden atrial fibrillation and ruptured the aneurysm. The rescue was ineffective and the patient died. The patient's admitting diagnosis was aaa (abdominal aortic aneurysm). Vessel characteristics are as follows: infrarenal, true aneurysm size 80~90mm in the lower segment of the aaa. The patients neck characteristics were 60 degrees angulation, 23-25mm in diameter and 40mm in length. The access site was bilateral femoral arteries. There was no presence of thrombosis in aortic landing zone, iliac artery landing zone nor in the supra-renal zone. The was the physician and technicians first time using this device. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified to be tight prior to use. There was no difficulty encountered flushing the guidewire lumen, nor the prosthesis lumen. Additional procedural details were requested but are unavailable. The products were not returned for analysis. A product history record (phr) review of lot 17930590 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿atrial fibrillation¿ and ¿aneurysm ruptured¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Patient and procedural factors may have contributed to the reported event. The patient¿s history of atrial fibrillation is unknown. It is unknown what the correlation between onset of atrial fibrillation and aneurysm rupture is in this instance. The mechanics of how the aneurysm rupture occurred was not provided in this event. It is not known whether the inexperience of the implanting team had a clinical consequence in the resulting outcome of this case, nor whether a surgical team was on standby, as recommended in the IFU. It is noted that the patient¿s neck angulation was at the upper limit of 60° angulation. According to the safety information in the instructions for use ¿warnings and precautions carefully observe all warnings and cautions noted throughout these instructions as failure to do so may result in injury to the patient. The use of the incraft aaa stent-graft system requires that physicians be specially trained in endovascular abdominal aortic aneurysm repair techniques, including experience with high resolution fluoroscopy and radiation safety. Cordis corporation will provide training specific to the incraft aaa stent-graft system. A vascular surgical team should be available while the implant procedure is in progress in case a conversion to an open surgical repair is required. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. Expected clinical adverse events: aneurysmal enlargement; aneurysm sac rupture; aortic damage(perforation, dissection, bleeding, rupture); cardiac arrhythmia; cardiac complications; death; surgical conversion to open surgery.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.